Event description:
On (B)(6) 2010, doctor was performing a surgery when the head of the screw broke off. Pt's health was not compromised.

Manufacturer narrative:
Awaiting return of product from facility. Once received, it will be sent to the MFR for eval.